Event description:
It was reported that during evaluation the repair on an unknown date, the socket wrench for veptr nut failed calibration. Patient and procedure involvement are unknown. This report is for a socket wrench for veptr nut. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. : part: 03.641.004. Synthes lot: j001347-14. Supplier lot: j001347-14. Release to warehouse date: 19 april 2021. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that socket wrench for veptr nut failed calibration. The repair technician reported device failed torque testing and was out of calibration. The maximum torque peak attained during evaluation was out of the specified limit for the part. The cause of the issue is failed high torque. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.